Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: patient was pre-operatively diagnosed with l4-s1 degenerative disc disease and patient underwent following procedures 1) anterior lumbar interbody fusion via retroperitoneal approach l5-s1.2) placement of peek cage l5-s1. 3) anterior lumbar plating l5-s1. 4) use of bone morphogenic protein. As per op notes ¿it was filled with bone morphogenic protein and place in l5-s1 disc space under direct observation and visualization. It should be noted that cage is filled with basilic bmp prior to placement of l5-s1 disc space.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.